Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, low hv lead impedance was observed. The patient was brought into the clinic for a lead revision. When the pocket was open visible insulation abrasion on the proximal part of the lead was noted. The abrasion may have been caused by a suture sleeve, the other capped lead or the device. The lead was capped and replaced on (B)(6) 2016 successfully. All measurements through the psa were good. When the physician connected the new lead to the chronic device, hv lead impedance still measured low. The device was explanted and replaced after many other tests with the same result. The patient condition was good before and after the event.

Manufacturer narrative:
The reported field event of low hv lead impedance was confirmed in the laboratory. The device was tested on the bench and the hv output circuitry was damaged. Visual inspection noted an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. It is believed that a lead anomaly caused the arc mark which resulted in the output anomaly.